Event description:
It was reported the implantable neurostimulator (ins) stopped working in (B)(6) 2012. It was stated at therapy the patient kept getting ¿better and better¿ but his pain kept getting ¿worse and worse.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was reported that the patient had not charged or used the stimulation for over eight months prior. It was noted that the ins was depleted.